Manufacturer narrative:
Patient information is not available for reporting. Date of onset for the patient¿s postoperative pain is unknown. This report is for one (1) unknown helical blade. Original implant procedure occurred on an unknown date in 2009. Device was not fully explanted during the revision procedure on (B)(6) 2015. (B)(6). Unknown, as specific part and lot numbers were not provided for this part. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in australia as follows: it was reported that a proximal femoral nail antirotation (pfna) helical blade was being removed on (B)(6) 2015 due to patient reports of lateral thigh pain. During the revision procedure, the extraction device was threaded into the helical blade. The initial strike to back out the blade resulted in the failure of the threaded internal mechanism of the blade, which laterally reduced the prominence of the blade¿s protrusion. After several attempts to extract the blade, the surgeon was forced to use a high-speed saw to cut the exposed portion of the blade, leaving the remainder of the device flush with the lateral cortex. The distal screw was removed, but all of the other hardware was left in situ. The procedure was delayed by ninety (90) minutes. Patient outcome is unknown. This report is for one (1) unknown helical blade. This report is 1 of 2 for (B)(4).